Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap cholecystectomy, the pouch broke as they were pulling out the gallbladder. Case completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r94m4v. Device analysis: the analysis results confirmed that the pouch device was returned fully deployed with the bag cut. Following precautions should be taken: ( do not attempt to remove the bag with specimen through the trocar as this may lead to bag rupture and spillage of contents.) (Care should be taken to avoid contact of the bag with sharp instruments, cutting devices, electrocautery and laser or other instruments.) (Excessive forces should be avoided during bag extraction.) The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.